Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown bipolar component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
The patient dislocated while sleeping, went to the ER and was revised.